Manufacturer narrative:
Device not returning.

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During the procedure, they were unable to perform pullback and an error appeared on the live screen. No patient complications were reported.